Event description:
A malfunction was reported by the caller, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur after the reset. Caller was instructed to continue using the pump and advised to contact technical support if the malfunction recurred.